Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed raw skin that was bleeding underneath the front therapy electrode. The patient's physician prescribed the patient a cream to use. During a follow-up, it was reported that the patient's irritation improved a little, the ultimate outcome is unknown.